Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.